Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, the tube leaked. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which confirmed the customer reported defect. Also, a visual inspection was conducted on 30 retained samples, and all were found to be without defects. Additionally, 10 retained samples underwent functional tests for brittleness, and all passed without failure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, the tube leaked. No patient impact reported